Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative contacted patient's father to educate him on bluetooth low energy technology, which was successful. No additional patient or event information is available.